Event description:
Patient formed a hematoma/ecchymosis (noted to be "easily controlled") after the vascade device was placed in the body during left heart catheterization. Patient was in satisfactory condition at the conclusion of the procedure.